Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the device was not returned to mmdg for investigation, mmdg cannot verify or confirm the complaint. This report will be updated if additional information becomes available.

Event description:
The initial reporter reported that the pump failed the 40 psi test, which is used to check for potential free flow during testing. The initial reporter did indicate that this occurred during testing, and therefore, did not affect a patient. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation the pump operated as expected. Mmdg was unable to confirm or replicate the complaint. Based on the investigation information, no MDR should have been filed.

Event description:
The initial reporter reported that the pump failed the 40 psi test, which is used to check for potential free flow during testing. The initial reporter did indicate that this occurred during testing, and therefore, did not affect a patient. (B)(4).